Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-07483, -07484. The patient received two anchors with the same lot number. It was reported the patient was admitted to the hospital for toxic shock syndrome, and experienced diarrhea, back ache, and nausea. The patient was treated with oral antibiotics. It was reported the patient did not respond to i.v. Antibiotics. After 5 days the patient was released, but then was diagnosed with an infection and the scs system was explanted. It was reported the infection was at the ipg site and the lead site. The patient was once again hospitalized.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.